Event description:
The manufacturer received information alleging a ventilator alarmed for low inspiratory pressure and airflow got weak. The patient required to be manually ventilated with a resuscitation bag. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not duplicated, the device was found to operate and alarm as designed.